Event description:
It was reported patient's lead was confirmed fractured via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
E1 - reporter phone number: (B)(6). A patient experiencing a lead fracture was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.